Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reporting facility did not provide a lot number or any identification of the product. The three indentation dots visible on the posterior intraocular lens (iol) surface, near each haptic-optic junction, mark the flat meridian and define the plus cylinder axis of the toric iol. While these dots are clearly misaligned with the projected green toric alignment template, the photo is insufficient to confirm if the iol axis rotated from its placement immediately following surgery. The root cause for the reported complaint could not be determined. Based on our observation on the returned photo, three indentation dots visible on the posterior iol surface are clearly misaligned with the projected green toric alignment template. The returned photo is insufficient to confirm if the iol axis rotated from its placement immediately following surgery. All product history records are quality reviewed prior to release. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of iol have shifted after scarring process has begun and the surgeon has re positioned the lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).